Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. Part number: 292.160.01. Lot number: 4l03510. Manufacturing site: (B)(4). Release to warehouse date: 26. March 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 the patient received debridement and suture under epidural anesthesia and kirschner wire internal fixation surgery for right foot pain and bleeding. On (B)(6) 2020, the patient was discharged without wound secretion and erythema inflammation. The patient came to our hospital for examination on (B)(6) 2020. Three days ago, several old surgical scars and two skin rubbing wounds were found on the right foot. After incision and contusion, the surrounding area was erythema inflammation. A rash was seen with a small amount of purulent fluid wound secretion. The swelling of the back of the foot was obvious, the skin temperature was slightly higher, the movement of the toes was limited, and no obvious abnormality was found in the other limbs. Therefore, removal of kirschner wire was performed for the patient. After surgery, the patient's condition is generally good, the signs are stable, the pain of the affected limb is improved, the incision has been opened, no wound secretion and erythema inflammation. This report is for one (1) k-wire ø1.6 l150 sst. This is report 1 of 3 for (B)(4).